Event description:
The IV pump gave error codes that are making it unable to be used. IV pump requires a biomed code and update. IV pump will not run or get the update without a code. The pump was in use at the time that the alert went off for "malfunction". The infusion was off for unknown length of time with potential for IV to go bad. Delay in administering medication due to the pump not working.